Manufacturer narrative:
(B)(4) for the reported event of needle detached.

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure, the needle of the uphold lite vaginal support system detached inside the patient and was not retrieved. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly ¿okay.¿